Event description:
Related manufacturer reference number:2017865-2022-10953. Related manufacturer reference number:2017865-2022-10955. It was reported that patient's presented in clinic after experiencing pain in pacemaker pocket. During pocket revision procedure, it was found that patient's pacemaker pocket was infected. Patient's pacemaker, right ventricular lead and atrial lead explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.